Manufacturer narrative:
. Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the charging bay contacts were worn and severely corroded. The complaint is indeterminate. Placeholder.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used as treatment and not diagnosis. (B)(4). Device not returned to manufacture should not have been checked on the initial report. Placeholder.

Event description:
Customer reported a shooting flame; in addition the battery showed powder burns on the contacts. The minus pole of the charger also showed powder burns. This is report 1 of 1 for #(B)(4).